Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the ventilator has no air flow, the blower is not functioning and a blower temperature high message. The customer reported there was no patient involvement.